Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 5th of october 2016 for further investigation. During the investigation the fse replaced the eki board (level sense). Fse performed the level detect test for the cups, tubes and performed impasse test and all tests were within set range. A run of total t3 test using different patient samples and all results were completed with no errors. Customer performed quality control run and results were within range. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due to eki board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported error 2011 air detected [sample] on their aia-360 instrument. Customer is running three samples and the error occurred on the 2nd sample but not on the 1st nor the 3rd sample. The sample probe was checked and it was not bent. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.